Manufacturer narrative:
Physio-control evaluated the device, proper operation was observed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined. The device will be returned to the customer.

Event description:
During a resuscitation attempt of a female pt found unconscious, the device was used on the AED mode and reportedly displayed a continuous "stand clear" warning prompt and failed to analyze the pt's rhythm. Another device of the same model was made available and used. The pt's ECG rhythm was analyzed normally. The pt's rhythm was described as asystole. The pt was not resuscitated. A clinical review by physio-control concluded that the device did not cause or contribute to the pt's death. This opinion was based on the pt's ECG rhythm which was an organized,m non-shockable rhythm at the time of the reported event.